Event description:
The customer reported a b30 communication error with different endoscopes, which also occurred when no device was connected and only the processor was switched on. The issue occurred during inspection for use involving an olympus video system center. There was no patient involvement reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.